Event description:
Determined to be reportable based on analysis completed on 01/23/2007. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The lesion being treated was located in the heavily calcified, very tortuous distal 1st obtuse marginal artery. The physician crossed the taxus express2 2.50 x 16mm stent through a previously implanted taxus express2 2.75 x 24mm stent but was unable to cross the lesion. The procedure was not completed. There were no pt complications or injuries reported. The pt status is listed as ok. Device analysis indicates a shaft break.

Manufacturer narrative:
Visual and microscopic examination of the device revealed a mid-shaft break measured approx 12cm distal from the proximal edge of the mid-shaft. The distal sub-assembly was not returned for analysis. The returned section of the hypotube was severely kinked along its entire length. This type of damage is consistent with excessive force being applied to the device upon meeting some form of restriction. However, the complaint report stated that the physician could not cross the lesion while attempting to place a taxus exp2- 8.8pct (mrus) - 2.50 x 16mm through an already placed taxus 2.75 x 24 stent in the 1st obtuse marginal branch artery. As the distal section of the delivery device was not returned for analysis, the profile of the tip and distal section of the stent could not be examined for any damage that may have potentially resulted in the complaint incident. Although this returned device failed to meet specification when received at the complaint's investigation site, a review of the mfg records for this batch #8758374 found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.